Manufacturer narrative:
(B)(4).

Event description:
The customer reported on (B)(6) 2015 around 17:15, a nurse saw that the ECG showed a flat line but no ECG / asystoly alarm had been recognized. A serious injury was reported, but no further information is available.

Manufacturer narrative:
The users reported a serious injury (ECG flatline) and gave no indication that the monitor was in any way a cause or contributor to that ECG flatline. No adverse outcome was reported. The remote center engineer tried to get more information from the customer, e.g.: logs, strips, and a description of the serious injury but the customer did not provide any further information. Therefore philips is not able to provide any statement regarding the cause of the reported event. With the available information, philips has not been able to establish exactly what happened at the time of the reported event, and therefore it was not possible to establish a cause. The hospital's biomedical engineer found the system to be operating correctly. No further investigation or action is warranted.